Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. See updates to d8, d9, h2, h3, h4, h6, and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the investigation results, the absence of an image on the screen when the scope is connected was determined to be due to fluid invasion at the scope connector. A definitive root cause could not be identified; however, the issue is likely attributable to component damage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor complaints for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the bronchovideoscope had no image on the screen when the scope was plugged in. The event occurred during an unknown procedure. There were no delays reported. There were no reports of patient harm.